Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that during care of a pt who had an internal defibrillator, the xl defibrillator made charging noises without user intervention when the implantable defibrillator discharged on the pt. The customer reported that there was no impact to the involved pt.